Event description:
The product was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.